Event description:
The reporter did back to back (rapid succession) blood glucose tests, using different fingersticks. Rptr's results were 109 and 233 mg/dl. Rptr did not have any symptoms. Control testing was not done due to unavailability of solution. On followpup, using new solution, the rptr stated that the test strips used for reported tests passed the control test, but rptr did not give specific numbers. No harm was alleged.